Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, it was reported that a malfunction alarm occurred. As a result, the customer was hospitalized due to an elevated blood glucose level above 400 mg/dl and hyperemesis. Customer was treated with intravenous fluids of saline and insulin and experience an "acute kidney injury". At the time of the report with tandem technical support, the issue had been resolved, but the customer was still hospitalized. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.